Manufacturer narrative:
The console was received from the customer and an investigation regarding the returned device has been completed. Real time log data indicated that those alarms were related to momentary loss of opm data (all signals from optical bench interpreted as -16384 or 0xc000, due to communication crc error). The log data also showed continuously failing icb handshakes indicating possible rlm malfunction. Rlm journal showed frequent unexpected reboots. The console was tested and rlm was able to connect to the engineering test wifi but data streaming was not working, and its backstrap cable was electrically compromised (which was contributing to frequent reboots of rlm). After replacing backstrap cable, data streaming issue would only intermittently resolve. Analysis of usb traffic from aic to rlm using protocol analyzer confirmed intermittent communication, even after successful icb handshake, suggesting that breakdown of communication might be not between aic and rlm firewall but firewall and som. There was no evidence of rlm som microsd card corruption. Console alarms not being logged on impellaconnect portal were due to data streaming loss, caused by failure of rl03514 and its backstrap cable. The cause of the aic issue was a software issue.

Event description:
During investigation of the console, the investigation team found a software issue of automated impella controller loss of opm data. To resolve the issue, the console was repaired before sending back to the customer. There was no patient harm.